Manufacturer narrative:
The system was used for treatment. A review of kit lot d108 was performed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected. No corrective and preventive action was initiated for complaint category alarm #7: blood leak? (Centrifuge chamber). However, a CAPA was already initiated for complaint category drive tube leak/break. Service was completed. The service engineer successfully cleaned the residue found under the red blood cell pump and preformed a complete system check. Evaluation of the returned pictures is still in progress at the time of the report. A supplemental report will be filed when this analysis is complete. (B)(4). Not returned.

Event description:
Customer called to report a blood leak from the drive tube after approximately 600ml was processed. The procedure was being performed in a single needle mode. The customer stated the instrument gave a blood leak (centrifuge) alarm and then there was a very loud noise in the chamber. The machine then stopped automatically. The customer opened the chamber door and noted the drive tube bearings were both loaded but the center of the drive tube had elongated. The treatment was aborted and no additional medical interventions were needed for the patient. The customer did not note any damage to the leak detector strip and was able to clean the centrifuge. No alarms occurred when she rebooted the instrument after cleaning and she declined service at this time. The customer called on (B)(6) 2015 to report there is still blood under the pump heads after the recent leak and is requesting service to clean under the blood pumps. Service was dispatched ((B)(4)). Pictures were returned for investigation.

Manufacturer narrative:
Photos were returned for analysis. The photos indicate that the drive tube bearings were still loaded in their retainers and the leak detector strip had not been damaged. The center of the drive tube had elongated and its mid-section was worn down from contact with the "wall-site" of leak. The witness mark on the wall is an indication that there is a delamination, allowing for the excess length in the tubing. The root cause of the reported leak is likely that the upper bearing stop delaminated and allowed the drive tube to rub against the wall of the centrifuge chamber. The drive tube was worn away and leaked. Therakos and the manufacturer have initiated corrective action to address several potential root causes of drive tube and bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).